Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold when measured tip to ring and was reprogrammed tip to coil. One day afterward, an alert triggered for high impedance and measured high short interval counts (sic). A fracture in the tip to ring circuit was suspected. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).